Event description:
This is filed to report a seizure. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully deployed on the mitral valve, reducing mr to a grade of 1-2. The following day, the patient experience seizure like symptoms. No treatment was performed and the patient is stable. The physician did not know if the implanted mitraclip caused or contributed to the seizure like symptoms. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported seizure could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.